Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we had a product failure in the or today where a cordis cracked after insertion. There were 2 cracks very close to the attachment of the side port to the sheath. There were no adverse reactions to patient as such, but we had estimated blood loss of 100 mls in the interim of exchanging the new sheath with defective one."

Event description:
It was reported that: "we had a product failure in the or today where a cordis cracked after insertion. There were 2 cracks very close to the attachment of the side port to the sheath. There were no adverse reactions to patient as such, but we had estimated blood loss of 100 mls in the interim of exchanging the new sheath with defective one."

Manufacturer narrative:
(B)(4). The report of a leaking sheath was confirmed through complaint investigation. Visual analysis revealed three cuts on the distal opening of the side arm. Fluid leaked from these cuts during functional testing. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing/r & d, the cuts are consistent with damage due to user error; however, the circumstances of use of the device during the event is unknown. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.